Event description:
The customer reported that the 840 ventilator had an erratic display. The device was not in use on a patient when the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pbc). The backlight inverter pcb and the software were upgraded. The unit passed extended self-testing and calibrations.